Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a remote manager failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the smart remote manager was not opened. A field service engineer replaced the internal connector cable of smart remote manager to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. (B)(6).